Manufacturer narrative:
Product ID: 3531, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had an infection at the electrode level. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was performed. Interventions included ablation of the electrode, local wound care, and medical treatment (antalgic and antibiotics) were done and the issue resolved. No surgical intervention occurred or was planned. The event was assessed by the investigator as not serious, not related to the stimulator, and not related to the procedure. Safety thought it was related to the procedure. Relevant medical history includes fecal incontinence since 1998 due to post-op trauma. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3531, serial#: unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the sponsor conservatively assessed the event as serious. No further patient complications have been reported as a result of this event.